Manufacturer narrative:
Concomitant product(s): dtba1d1 crt-d, implanted: (B)(6) 2015. Product event summary: the partial lead was returned in segments and analyzed. The outer insulation was breached due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was returned to the manufacturer after being explanted with no complaint during a system replacement. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.